Manufacturer narrative:
Study event. The device remains in the pt. The lot number was provided. Review of the device history record did not reveal any non-conformities which could have contributed to this complaint. Without the return of the device, a definitive root cause could not be determined for the inaccurate delivery; however, the lesion was described as heavily calcified. It does not appear to be a quality issue.

Event description:
Device malfunction: stent misplacement. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure, the xact stent jumped upon deployment secondary to heavy calcification. The stent covered 80% of the original lesion leaving 20% of the lesion uncovered. A second xact stent was deployed successfully to cover the remainder of the uncovered lesion. No adverse pt effects occurred. The pt was discharged home two days later per the hosp protocol. Although requested no additional info was provided.